Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. The pt's blood glucose results were 116mg/dl (lab), 165mg/dl (meter). Tests were done < 10 minutes apart with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.